Event description:
Reporter states, the aviva system produced a blood glucose result of 7 mg/dl, which is outside the meter reading range of 10-600 mg/dl. Customer had low blood glucose symptoms at the time the result was obtained; paramedics were called, and treated her with an IV (contents unk). No adverse event related to the device reported. Requested return of suspect device and replacement was sent.